Event description:
It was reported that the pt experienced a lack of therapeutic effect. It was also reported that the pt experienced problems with 0-3+ channel 1 and 4-7+ channel 2. Impedances reflected an open circuit with 0 and a short circuit with 3 and 5 at 139 ohms. The pt was able to get some stimulation back using channels 1 and 2. Add'l info has been requested from the hcp, but was not available as of the date of this report.